Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Part number: 03.130.270. Lot number: t126553. Manufacturing site: (B)(4). Release to warehouse date: 19-nov-2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that cutt-pliers in-line f/lock pl 1.3+va loc was observed broken from one of the jaws, fragment was observed in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cutt-pliers in-line f/lock pl 1.3+va loc. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on an unknown date, the va hand plate cutter broke. There was no delay in surgery due to the event. There was no patient consequence. This report involves one plate cutter/in-line for 1.3mm lckng/1.5-2.0mm val pl. This is report 1 of 1 for (B)(4).